Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Additional information reported that the ratio/mix of contrast used during the procedure was approximately 1:1.5.

Event description:
It was reported that the procedure was to treat a narrow lesion in the diagonal vessel. Intravascular ultrasound (ivus) was performed and the 2.25 x 15 mm xience v stent delivery system (sds) was advanced to the lesion for direct stenting and inflated to 10 atmospheres (atm), but the balloon could not be inflated any longer. It was confirmed that the stent was successfully deployed with the sds balloon. A non-abbott balloon catheter was used for post dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): contrast incorrect. Evaluation summary: the device was returned for evaluation. Inflation failure was confirmed due to crystalized contrast in the inflation lumen that could not be diluted despite multiple attempts. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states that the contrast dilution should be 60% contrast diluted 1:1 with normal saline. Based on the analysis of the device, no damage or leak has been noted on the returned device; therefore, it is most likely like that the contrast was not mixed as required per the IFU, which crystalized in the inflation lumen causing the reported failure to inflate. Additionally, it was reported that the lesion was not pre-dilated prior to advancement of the device. Although direct-stenting (no pre-dilation) does not appear to have contributed to this complaint, it should be noted that the IFU instructs the physician to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter.